Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain on both sides'), infection ('infection') and oophorectomy ('oophorectomy') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and infection (seriousness criterion medically significant) and underwent oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, infection and oophorectomy outcome was unknown. The reporter considered infection, oophorectomy and pelvic pain to be related to essure. The reporter commented: plaintiff has reported infection w/IV antibiotics or hospitalization but not specified. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received: case become serious incident. Essure implant and removal dates added, event pelvic pain made medically significant and intervention required ticked with surgery details. New event infection and oophorectomy added. Reporter details added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.